Manufacturer narrative:
Following information reported by the (B)(6), the enterprise 9000x bed frame was bent. The bed was quarantined by the customer and allowed for inspection by arjo technician. No specific information regarding circumstances in which the issue occurred was provided by the facility staff. It was only indicated that the patient was lying on the bed and no injury was reported. The evaluation of the device revealed that the radius arm dislodged from the bed's subframe and other bed components got damaged as a result of the arm being detached. The review of post-market surveillance data and investigation regarding the radius arm detachment, carried out at the manufacturer side showed that this malfunction can occur only under two specific circumstances. First, when the bed¿s backrest is blocked by the obstacle e.g. Windowsill (in the position of 45 degrees). The second scenario may take place when the obstacle is put between the base frame and the radius arm. Based on the limited information gathered, the exact scenario which led to the radius arm detachment could not be determined. In summary, the claimed enterprise 9000x bed was used with the patient when the malfunction occurred. During the bed¿s evaluation, the detachment of the radius arm was found, therefore it can be stated that the bed did not meet the manufacturer¿s specification. The complaint decided to be reportable in abundance of caution due to the enterprise 9000x malfunction (radius arm detachment).

Event description:
Following information reported by the (B)(6), the enterprise 9000x bed frame was bent. The bed was quarantined by the customer and allowed for inspection by arjo technician. No specific information regarding circumstances in which the issue occurred was provided by the facility staff. It was only indicated that the patient was lying on the bed and no injury was reported. The evaluation of the device revealed that the radius arm dislodged from the bed's subframe and other bed components got damaged as a result of the arm being detached.